Event description:
It was reported that an occlusion alarm occurred. A systems check was started with tandem technical support, the customer declined to continue and reported supplies would be changed. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.